Manufacturer narrative:
The device history and distribution records were reviewed for the suspected contour ts meter with serial # (B)(6). It was found that the meter was programmed to display the units of measurement in mg/dl and was intended for and distributed in the african market. The meter was not configured to be distributed in the UK market. The issue occurred outside of ascensia's control.

Event description:
A care coordinator from united kingdom (UK) reported that they purchased the contour ts meter from the amazon website for one of their residents and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. The care coordinator stated that the nurses were unaware of the wrong units of measurement and therefore, misinterpreted the reading. The nurses contacted the customer's general practitioner (gp) who advised an increase in metformin dosage of 5 mg each evening based on the misinterpreted reading. The care coordinator stated that they would contact the gp to stop the extra medication as they became aware of the readings being misinterpreted. There was no allegation of an adverse event. The care coordinator was advised to return the device for evaluation. A replacement meter kit was sent to the care coordinator .

Manufacturer narrative:
Based on the information provided, the healthcare professional misinterpreted the units of measure as mg/dl instead of mmol/l. The result format is clearly displayed on the packaging and labelling of the meter and described in the precaution section of the user guide of the contour ts meter and the test strip reagent package insert. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.